Event description:
Information was received from a patient (pt) regarding an external device. Pt had a broken desktop charger (dtc) connector pin. Pt reported their dtc had been giving them trouble charging the recharger since may 19th and today the connector pin broke off into the recharger, but pt confirmed they removed the pin. Pt stated at first the pin was just loose, the recharger kept giving them multiple screens/wouldn't stay on one screen when charging recharger. Patient services (ps) had pt check and confirmed nothing was lodged inside of the recharger port. Pt mentioned they had been trying to get ahold of a manufacturer representative (rep) to assist them, and finally spoke with one earlier today, though they told pt they were no longer a rep for their area and gave them the contact information for a different rep and the number for patient services (ps) instead. Pt mentioned that the rep said their implanted neurostimulator (ins) was close to the end of battery life and pt thought their ins was "forever;" ps reviewed information with pt about battery longevity and how to identify eventual eri message; pt was redirected to their healthcare provider (hcp) to further address what they'd choose to do when that comes up. Pt said they hadn't seen hcp since the implant and felt like everyone forgot about them after they were implanted. Additional information was received from a patient (pt). It was reported that they received the desktop charger (dtc) but they cannot connect to charge the implantable neurostimulator (ins). The pt verified they can see the recharger (insr) is taking a charge but when they try to connect to charge the ins, they are seeing "reposition antenna " message. The pt verified they have not charged the ins since may 2023. Additional information was received from a manufacturer representative (rep) regarding an external device. It was reported that they were trying to charge the ins and getting the reposition antenna message on the recharger when trying to start a charging session. Additional information received from a manufacturer representative (rep). It was reported the cause of the over discharge was the pin that plugged into the charger was broken. The issue was resolved with the replacement.

Manufacturer narrative:
Continuation of d10: product ID: 37761, lot# serial#: (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.